Event description:
It was reported that log files were submitted for review and captured a loss of power to the patient's mobile power unit (mpu) on (B)(6) 2025. The pump continued to operate at the set speed and was supported by the system controller¿s emergency backup battery (ebb) until external power was restored. No other unusual events were recorded.

Manufacturer narrative:
A4: patient weight not provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was additional reported that the details regarding the mpu loss of power, including if the mpu had become unplugged or there was an environmental factor that affected power, were unknown. The patient was at an outside hospital at the time of the loss of power to the mpu, and the incident was never reported to the team. The mpu had a v-lock connector. The mpu was not removed from use.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of abnormal alarms while connected to the mobile power unit (mpu) was confirmed via review of the submitted log files. The log files collectively contained information spanning approximately 22 days (B)(6) 2025 per timestamp). Abnormal low power hazard and power cable disconnect alarms were observed between 21:48:33 and 21:48:37 on (B)(6) 2025 while the controller was connected to the mobile power unit (mpu). The sequence of events appears to be consistent with a loss of ac power to the mobile power unit. The abnormal alarms cleared when external power appeared to be restored to the system. The controller¿s backup battery activated as intended, and there were no interruptions in pump support during this event. The mobile power unit (serial number: (B)(6) was not returned to abbott for evaluation. The root cause of the observed alarms appears to be consistent with a loss of ac power to the mpu; however, a further root cause cannot be conclusively determined. The device history records were reviewed and the records revealed that the mobile power unit (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (including no external power) and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.